Manufacturer narrative:
This ICD remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks. The physician believed this was due to patient condition. There were no adverse patient effects reported.